Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated creatinine result on the architect c4000 analyzer. Sample ID (B)(6) generated an initial result of 5.25 mg/dl and repeat of the same sample generated 0.71 mg/dl. The customer uses a normal range of 0.70 to 1.20 mg/dl. No specific patient information was provided and no adverse impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and replaced the worn high concentration waste peristaltic head tubing and the dirty cuvette drying tip. The waste peristaltic head tubing was identified to be the likely cause. The fsr verified the instrument by performing quality controls, which were satisfactory. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for peristaltic head tubing identified no issues or trends. A review of the clinical chemistry tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c4000 analyzer was identified.